Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) and the right atrial (ra) lead had far field r-wave (ffrw) oversensing. The ra and rv leads were reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.